Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male experienced restenosis resulting in myocardial infarction (mi) post implantation of a cypher select stent. Restenosis and mi are potential adverse events associated with coronary artery stenting. Medical history that may have increased his risk for major adverse cardiac event included hyperlipidemia and insulin-dependent diabetes. Initially, one 3.0 x 18mm stent was placed in the proximal lad, which was described as uncomplicated and not calcified. The patient was discharged on asa, plavix, statins, beta-blockers and ace inhibitors. 9-months later, he was readmitted with unstable angina and non-q wave mi. Restenosis was identified in the previously implanted cypher stent; treatment included balloon dilatation. 9-months after this hospitalization, restenosis was again identified in the cypher stent, which was treated with another cypher stent. A new lesion in the 1st diagonal branch also treated by balloon dilatation only. No products could be returned, as they were still implanted and a review of the manufacturing records could not be done without a lot number. With the limited information available, it appears that the patient's medical history and progression of coronary disease may have contributed to the events.

Event description:
Approximately nine months post index procedure, the patient was admitted into the cath lab with unstable angina and non-q wave myocardial infarction. Two days later, the patient showed st segment depression. The following day, the patient was diagnosed with restenosis of the previously implanted cypher select stent. The lesion was treated by angioplasty with 3.5 x 15mm balloon at 18 atms. The following day, post procedure, the patient still presented st segment depression. Approximately, one year and six months post index procedure, the patient once again experienced restenosis of the target lesion. The lesion was treated with another cypher stent. The patient also experienced a new stenosis in the first diagonal lesion. This lesion was treated with balloon angioplasty. On in 2005, the patient had a 3.0 x 18mm cypher select stent implanted in the proximal left anterior descending (lad) lesion. The lesion was smooth, readily accessible and concentric with no calcification. The patient's medications at baseline include: clopidogrel, aspirin, statins, beta-blockersm anti-anginal medication, diuretics, acei/sartans and heparin. The medication given during the procedure includes: heparin and the discharge treatment was plavix for 6 months and aspirin as permanent treatment, plus statins, beta-blockers and acei/sartans.